Manufacturer narrative:
One disposable meniscus mender ii kit was returned for evaluation. Only one suture loop was returned from the kit. Visual assessment of the suture loop confirmed the complaint of breakage. The shaft has broken off where it interfaces with the handle. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. However, a trend of this nature has been observed with this product in the field, prompting a root cause investigation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a knee arthroscopy, one of the lassos loosened the cannula as soon as it was turned on the first time it was used to pull the wire. The piece broke inside the patient but it was later removed. Another set was used to complete the procedure with no delay or patient injuries.